Event description:
Inbound call from pt stating that one of her cadd legacy pumps (sn (B)(4)) is giving her the no disposable alarm. Pt switched over to the backup pump. New pump couriered. No interruption to therapy. No other info provided. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.